Manufacturer narrative:
Instructions are provided for the fitting process which describe the process in detail. If directions are not followed, either the biting force into the lower bite pad extender ramp can be too early, can be excessive, and/or the heating time can be too long resulting in excessive softening of the bite pad extender ramp.

Event description:
Consumer stated: I find I can't wear it for long as my airway is blocked, I'd like to try and fit it again please. On (B)(6) 2018 consumer stated, molding it incorrectly, didn't leave it in. Could not breathe with the snore guard in, however feels it is a fit issue. Would like a replacement. She did not wear it overnight. She threw the snore guard away.